Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the vibration on the pump was very faint. Additionally, it was reported that the pump volume settings are either too loud or too quiet. Reportedly, the customer declined troubleshooting with tandem's technical support. There was no reported impact to blood glucose.